Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead was not capturing and exhibited high impedance and oversensing. A new crt-d was attempted to be placed and the left ventricular (lv) lead only showed capture in one configuration and high impedance. A third crt-d was placed without incident. It was believed a connection issue existed between the first two attempted crt-d devices and the patient's leads. The right atrial (ra) lead exhibited low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.